Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Correction to reason for reoperation is: "defect".

Event description:
Patient reported, right side "defect". Confirmed, by MRI. (Rupture was reported, for contra-lateral side only). Mammogram showed, "small lymph nodes". Physician reported, "capsular contracture", baker grade unknown. Observed, during surgery. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: lump/nodule: unable to confirm as it is a medical event not related to the device. Capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Patient reported "a small cm-absorbing lesion, primarily corresponding to a lymph node¿ diagnosed by MRI and capsular contracture, baker grade unknown observed during explant surgery. The device was explanted with a capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported right side rupture diagnosed by MRI. Device remains implanted.